Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that the trocar was leaking. The timing of the event and other event details (like whether the surgery was completed or not) were unknown. There was no information about any patient impact. No further details were available as the initial reporter could not be contacted for more information.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One open trocar assembly with no blade protector, in a bag with no lot info was received for the report. The returned sample was visually inspected and found to be nonconforming with damaged septum and hole in septum. Leak testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached were reviewed by the manufacturing site. Photo 1, shows label with reported lot number and photo 2, shows a trocar assembly. Reported issue cannot be confirmed from photos. The exact root cause for this complaint is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. Possible contributing factor to the damaged septum is handling of components while moving in /out of the trocar cannula during use. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.